Event description:
It was reported that the customer's blood glucose (bg) level was 31.4 mmol/l and ketone level was high. Cause was not known. Customer delivered a bolus via the pump to address bg and then went to the emergency room. Healthcare provider identified ketone level as dangerous and customer was admitted to the intensive care unit (ICU). Customer was treated with intravenous saline and insulin. Elevated bg/ketones resolved and customer was discharged with no permanent injury. Although requested, discharge date was not provided. Pump system check with technical support was performed. No issues with the insulin, cartridge, or infusion set cannula/tubing were identified.

Event description:
Additional information received indicated that the reported elevated blood glucose/ketones leading to hospitalization was caused by food poisoning. Customer's discharge date was on (B)(6) 2025.